Event description:
It was reported during primary surgery, when inserting screw, screwdriver tip broke off; doctor could not retrieve it out of screwdriver so tip was left in screw. No delay in surgery.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been (B)(4) other events for the manufacturing lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported during primary surgery, when inserting screw, screwdriver tip broke off; doctor could not retrieve it out of screwdriver so tip was left in screw. No delay in surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.